Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited a brief spike in thresholds. The thresholds have since returned to normal levels. Additionally, the right ventricular (rv) lead exhibited chronically high thresholds. Both leads remain in use. No patient complications have been reported as a result of this event.